Event description:
As reported, approximately 2 years and 3 months post the initial left total knee arthroplasty, the patient was revised. Per the operative report, there was significant effusion and synovitis. No purulence. Fluid and tissue cultures were sent. There was delamination of the polyethylene but no evidence of prosthesis loosening. The patella was also removed because it was worn and asymmetrically resurfaced. Patient tolerated the procedure well and was transferred to the recovery room in stable condition.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the device was not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.